Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic inguinal herniography, the stapler had locking defect. One of the staples got stuck on the mesh. There was no injury reported.